Event description:
It was reported that the patient presented to the hospital with a swollen device pocket. The hospital performed a puncture test which confirmed the pocket was infected. The physician elected to explant and replace the device to resolve the event. No additional patient consequences were reported.